Event description:
It was reported that during a supply change the user observed insulin leaking from inside the ilet at the cartridge area, consistent with a cartridge leak, the cartridge was subsequently removed, cleaned residual insulin with a cotton swab, rewound, inserted a new insulin cartridge, attached connector and tubing, verified drip, inserted a new infusion set, and resumed delivery without further issues. Investigation included technical support troubleshooting and user re-education on cartridge replacement. Investigation of this case revealed that normal function was restored after cartridge replacement and system priming, with no alerts or alarms noted. No clinical symptoms reported. Outcomes included no interruption of therapy beyond the troubleshooting steps and no medical intervention. It was concluded that the event was consistent with a cartridge leak that resolved with standard corrective actions and did not result in patient harm.